Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The tension spring assembly and the seal were removed from the loading device for observation. The seal was observed to be intact with no cracks or delamination. The slide lock was engaged. The plunger was not depressed on the delivery device. Based upon the received condition of the device, based upon the received condition of the device, the reported complaint for ¿fitting problem¿ was confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.